Event description:
The customer contact reported no flow. The tubing set was being used to deliver an unspecified solution, at an unspecified rate, via gravity. The option-lok male adapter of the tubing set was connected to the pt's IV access site. After an unspecified length of time, no flow of solution was noted. The customer contact reported that multiple kinks were noted at unspecified locations on the tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.